Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported an MRI tech mentioned that about a year ago they scanned an patient who felt an increase in stim at the start of the MRI and then it was noted that she had not turned stim off properly. The scan was completed successfully after the ins was off. Caller doesn't have more information as she wasn't there, but believes it was reported at that time. The MRI tech couldn't remember the patient name, date, device serial number or any further details. No further complications were reported or are anticipated.